Event description:
Tech alleged that the head of the bed lowers slowly when raised. The cardio pulmonary resuscitation valve will not lower the head of the bed when activated. No alleged injuries.

Manufacturer narrative:
The tech found the cause to be a failed cardio pulmonary resuscitation valve. The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.